Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/ compromised force sensor system alarm test due to protruded/loose drive support disk. There was no compromised force sensor system alarm noted. The pump had a scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, broken pump belt clip slot and stained address serial number label on lower left side.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.